Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with another device. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient reported intermittent contact with the internal device. Reprogramming attempts were made, however, the issue could not be resolved. Explant and reimplantation is planned but has not taken place at the time of this report (B)(6) 2011.